Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, a component disengaged into the pt's cavity. The piece was retrieved laparoscopically without incident. The surgeon completed the procedure with the same instrument.